Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the therapy port was broken. Device was in use, no patient harm reported. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the therapy receptacle at bench. It was determined that this was a malfunction of the therapy receptacle, customer rejected the quote. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damaged therapy receptacle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer rejected quote for replacing therapy receptacle. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the device's therapy port was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.